Event description:
It was reported to philips that the arm movements of the allura device were not available. The device was inside clinical use at the time of the event. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that geometry movements not possible. Upon remote analysis the rse found that the 24v logic power is missing from 2ny power module. Rse advised to customer checked power supplies geo io box, poly-g2 ceiling - ad7x(n)t. No further information regarding the issue has been provided. No further action is necessary at the time. The codes were updated based on the investigation outcome.